Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's keyboard unexpectedly stopped responding during a procedure. The customer stated nursing staff rebooted station. After rebooting, the station unexpectedly started to install windows updates in a continuous loop for 20 minutes. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist remotely accessed the device, found station stuck on windows updates. Technical support specialist waited for windows updates to complete and station to auto-reboot. Customer tested and confirmed device was operational.

Event description:
Customer reported that a pyxis anesthesia es system's keyboard unexpectedly stopped responding during a procedure. The customer stated nursing staff rebooted station. After rebooting, the station unexpectedly started to install windows updates in a continuous loop for 20 minutes. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-aug-2020 to 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was software related which occurred after rebooting the device when keyboard stopped responding. A technical support specialist who remotely accessed the device, found the station stuck on windows updates. The technical support specialist waited for windows updates to complete and station to auto reboot. The customer tested and confirmed the device was operational. The system functioned as intended after being assessed by the technical support specialist.

Event description:
Customer reported that a pyxis anesthesia es system's keyboard unexpectedly stopped responding during a procedure. The customer stated nursing staff rebooted station. After rebooting, the station unexpectedly started to install windows updates in a continuous loop for 20 minutes. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm.